Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information: pre-existing conditions: hydronephrosis, narrowing ureters especially at the iliac. Did any unintended section of the device remain inside the patient¿s body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No has the complainant reported that the product caused or contributed to the adverse effects? No did anything have to be removed from the patient? The part of stent that the physician cut, was able to remove all of the stent if yes, from what part of the body and what instrument was used to remove it? Not provided current storage conditions. District manager stores these in a cart in her spare room at her residence. Date of implant. Not informed why was the stent removed? (Exchange? Or other issues?) Routine exchange. Additional information received 11sep2018: ¿the physician stated that he did not feel that it was a product failure.¿ additional information received on 26sep2018 : ¿can you as the dm if it is possible to get a lot number for this complaint?¿ "as I am the file originator not the dm. The dm is angela hassenback. I did request this at the time as well did the dm. Noted in the file there is no product being returned as it was disposed of, therefore no lot number was obtained either. I will add that". Lab evaluation: 1 x rms-060022-r of unknown lot number was not returned to cirl for an evaluation therefore a limited documentation based investigation was completed. The complaint is confirmed based on customer testimony. Documents review: a review of the manufacturing records for the rms-060022-r involved in this complaint could not be completed as the lot number was not provided. IFU review: it may be noted that according to the instructions for use, ifu0020-15, step 7 the user is instructed the following: ¿do not force components during removal or replacement . Carefully remove the components if any resistance is encountered.¿ production instructions review: prior to distribution, all rms devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Root cause: the most probable root cause could be attributed to patient anatomy, as the pre-existing condition of hydronephrosis; narrowing ureters especially at the iliac may have resulted in the difficult removal of the stent as the stent got caught in the narrow ureter. Another possible root cause is that the physician used excessive force during removal of the stent which caused the stent to get caught on the tissue resulting in the difficult removal, it may be noted that according to the instructions for use, ifu0020-15, step 7 the user is instructed the following: ¿do not force components during removal or replacement . Carefully remove the components if any resistance is encountered. It should be noted that the physician stated that she did not feel that it was a product failure however, as the device was not returned and the clinical conditions cannot be replicated it is not possible to conclusively determine the root cause of this complaint. Summary: complaints of this nature will continue to be monitored for potential emerging trends. The complaint is confirmed based on customer testimony.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "difficult removal of stent" as reported to customer relations: during an unknown procedure the physician went to remove the stent to for a routine exchange for a new one, when pulling stent down the ureter it appeared the stent caught on tissue within ureter. Physician stopped pulling stent out and against district managers instructions cut the stent. She [the physician] called in another surgeon and "brainstormed." They [the physicians] tied it to a suture and gave a good tug and it came out. There was no harm to the patient. The patient has had previous metallic stents placed with no problems until removed.